Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing and noise on the rv channel. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.